Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was unable to remove the instrument. The intuitive surgical, inc. (Isi) representative reported that the customer was using a force bipolar instrument on universal surgical manipulator (usm) 1 and were unable to remove it. They ended up having to undock the arm to remove the instrument together with the cannula. A little piece of the instrument shaft had chipped off and was inside the patient, but the surgeon was able to retrieve it. The customer reported that there was no patient injury. The staff proceeded with the case. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.